Manufacturer narrative:
13-dec-2021 product investigation results: product return was received and investigated. Product investigation results showed that the complaint is caused by wear of the driving shaft due to usage of abrasive toothpaste in combination with insufficient cleaning with use over many years.

Event description:
Metal where the head attaches is still running and will jab into cheek [mouth injury]. Toothbrush heads keep popping off while using - oral-b [device breakage]. Consumer via e-mail stated that the toothbrush heads on their genius 6000 kept popping off while using. The metal where the head attached was still running and jabbed into their cheek. No serious injury was reported. 08-nov-2021 case update: concomitant product updated to oral-b power rechargeable toothbrush handle 3765. No serious injury was reported. 13-dec-2021 case update: suspect product updated to oral-b power rechargeable toothbrush handle 3765. No serious injury was reported.

Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Metal where the head attaches is still running and will jab into cheek [mouth injury] toothbrush heads keep popping off while using - oral-b [device breakage]. Case description: consumer via e-mail stated that the toothbrush heads on their genius 6000 kept popping off while using. The metal where the head attached was still running and jabbed into their cheek. No serious injury was reported.